Manufacturer narrative:
Initial reporter state: this was determined based on the area code portion of the provided phone #. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 7-in pressure rated set w/ maxplus was clogged. The following information was provided by the initial reporter: unable to prime.

Event description:
It was reported that the bd 7-in pressure rated set w/ maxplus was clogged. The following information was provided by the initial reporter: unable to prime.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing was not priming could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22079003 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.